Event description:
According to the information received from the implant center the electrode partially slipped out during the initial implantation procedure. Revision surgery occurred in 2001 to re-insert the electrode. A few weeks later, the patient developed a middle ear infection, which led to deterioration of hearing and increase in stimulation levels. No improvement was observed with the use of medication. The device was explanted 6 months later.